Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the patient required a target vessel reintervention (tvr). The lesion being treated was a 3.00mm, 90% stenosed, 17.0mm long portion of the mid left circumflex (mid lcx). The physician treated the lesion with direct placement of a 3.50x16mm taxus express2 stent at 12.0 atms. Post-dilatation was not performed, however post-ivus was performed. The stent was well positioned and well expanded (post-% of stenosis: 0%). The patient was discharged 2 days later. At 381 days after the index procedure, coronary angiography was performed without revascularization and confirmed restenosis. The patient was discharged the next day on aspirin and panaldine

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.